Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.

Event description:
It was reported that the procedure was to treat a lesion in the proximal left anterior descending artery with moderate tortuosity and moderate calcification. A 3.25x12mm xience alpine rx stent delivery system (sds) was advanced toward the target lesion and failed to cross due to the anatomy. During withdrawal resistance was noted due to the anatomy and the stent dislodged from the balloon. The stent system was removed and an unspecified xience alpine stent was used to crush the stent to the vessel wall as well as cover the lesion. There was a delay. No additional information was provided.